Event description:
(B)(4). This is a list of symptoms I have since essure was placed. I am getting copies of reports from my hospital stay, and labs I have had since essure was placed later this week. Anemia/ iron deficiency; sharp/stabbing pelvic pain; ovarian cysts; pcos (polycystic ovarian syndrome); weight gain; muscle spasms; hair growth in new places; skin irritation/itching; gas, constipation, diarrhea; severe bloating; breast pain/tenderness; painful periods; painful ovulation; anxiety/panic attacks; mood swings; headaches or migraines; heartburn; bowel issues; cramping; discharge; insomnia; allergic reactions hives, rashes; cysts, boils, acne; painful intercourse; heart palpitations; nausea, vomiting; bleeding/spotting after sex.

Event description:
(B)(4). On (B)(6) 2016 I had to have a hysterectomy to remove tubes and uterus with essure intact. My doctor found that my uterus had fused to my fallopian tubes and colon.